Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specification. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the returned device failed homechoice return instrument test/evaluation (rite) functional testing for fill one, drain one, fill two, drain two and the last fill. The device had passed the homechoice rite electrical safety analyzer testing. The external/internal inspection was performed and passed. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The evaluation revealed the cause of the failure to be a deteriorated piston foam and cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.